Event description:
It was reported that balloon detachment occurred requiring a surgical intervention. The target lesion was located in the right coronary artery (rca). A 3.00 x 48mm synergy xd drug-eluting stent was advanced for treatment. After the stent was deployed, the balloon became stuck and detached from the shaft, remaining in the rca. The patient was taken for surgery to remove the balloon. There were no complications, and the patient is doing well.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.